Manufacturer narrative:
The issue was resolved by phone support. The customer used ft10 for the surgery and the procedure was completed. Furthermore, it was confirmed by the customer that the issue did not recur after this procedure. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called in to report that the neutral grounding pad could not be recognized to the viodv with error m-0b. Replacing the ground pad and restarting the integrated electrosurgical unit (iesu) did not solve the problem. An intuitive surgical, inc. (Isi) technical support engineer (tse) explained that the contact impedance might not be acceptable with the viodv. The customer applied ointment to the patient skin before putting the neutral grounding pad and it may cause the issue. The customer would utilize an external generator for the procedure because the neutral grounding pad can be recognized to it. The procedure was continued with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on, and the esu initialized without error.